Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sb957, detachable pouch 5x7" 5ea/box, was used during an unknown procedure on (B)(6) 2021 when it was reported ¿during the extraction maneuvers of the bag containing the anatomical piece, the bag broke, releasing plastic material in the thoracic cavity¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment answers were requested of the reporter; however, to date we have not received a response. This report is being raised on the basis of injury due to unknown location of device component and will be filed as a voluntary distributor report.